Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that remote manager lock and biometric identifier bioid scanner failed. A field service engineer confirmed that the remote manager was not in a failure state upon arrival and acknowledged that staff were unable to recreate the reported error. The remote manager was responsive in hardware test application hta mode and a visual inspection was performed. Conductive grease was applied to the remote manager latch and the harness and cable were inspected with all components appearing to be in good working order. A final test was performed as documented in the feed. The biometric identifier bio ID was functioning properly upon arrival and the pharmacy technician was able to log in using the bio ID. The bio ID was reseated and it remained responsive. A reboot was performed after receiving the universal serial bus usb cable and all cabling for the bio ID was checked with everything appearing to be in good condition. The field service engineer reached out to the lead regarding any possible software fixes and was advised that a potential software issue might exist although this was not confirmed. Another final test was completed as noted in the feed. The field service engineer spoke with the user about the bio ID issue informed that the bio ID was responsive and advised reporting any further issues noting that a software fix might be available in the future. The zebra laser printer was also checked and its settings were confirmed to be configured properly. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the biometric identifier scanner and remote manager lock failed on the fridge connected to the uh06b rv station. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.